Manufacturer narrative:
Manufacturing and quality control data: the m. Blue® was manufactured by a qualified employee in february 2020. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The m. Blue® has a fixed pressure of 10 cmh2o in the horizontal position and a normal pressure range of 0 to 40 cmh2o in the vertical position. The valve was inspected as article (B)(4). All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the m. Blue® valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of overdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is operating within the accepted tolerance in the horizontal but not in the vertical position. Internal inspection : after dismantling of the valve, deposits were found in m.blue®. Results: based on our investigation, we confirm that the valve shows an increased flow of liquid, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue 10 valve (part # fx802t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operated in under-drainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 78 centimeters (cm). Weight: (B)(6). Gender: female.